Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013 due to a lead discontinuity. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
On (B)(6), 2013 product analysis on the explanted leads was completed. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 211mm portion quadfilar coil 1 appeared to be broken approximately 185mm and 187mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 185mm) and identified the area on one of the broken quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. The area on two of the remaining broken coil strands was identified as being mechanically damaged with pitting which prevented identification of the coil fracture type. The area on the last broken coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 187mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting on one broken coil strand. Pitting was observed on the coil surface. Determination could not conclusively be made on the fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Product analysis on the generator was completed on (B)(6) 2013. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 3.017 volts, (not at ifi) as measured during completion of the final electrical test. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
On (B)(6) 2012, it was reported that the vns patient has a lead break and has been referred for a revision surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for further information have been made to the physician but no further information has been received.

Manufacturer narrative:
Device failure occurred, but did not cause or contirbute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.